Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a peeling back address label.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was recently hospitalized due to a low blood glucose level; value at the time of admission was not provided. The customer stated that she was dizzy and confused. The customer reported that the label on the back of the insulin pump was coming off. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.